Manufacturer narrative:
Product was discarded.

Event description:
Patient states that abutment had gotten loose and as a result the abutment screw fractured. Dr could not removed the screw with the removal kit and therefore implant was removed.

Manufacturer narrative:
Upon visual inspection:the fractured screw has not been returned for review. Damaged identified on the internal hex and threads of the implant are consistent with a fractured screw and subsequent customer attempt to remove the fractured component. Review of the DHR did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive cause for this event has not determined.